Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The 30-degree endoscope plus was evaluated and found to have error 48402 - camera_err_tip_temp_error in the logs. The reported complaint was confirmed in the logs but not replicated by the failure analysis testing.additional observations not reported by the site were also identified. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with a minor cut to the cable insulation. The damage was located near the endoscope housing.

Event description:
It was reported that the system was giving an error and the image of the 30-degree endoscope plus was upside down/backwards. There was no report of patient involvement.